Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited a lot noise, out of range impedance measurements, threshold issues and loss of capture on the right ventricular (rv) channel. Review of the stored data identified two signal artifact monitor (sam) events due to high frequency noise. Pacing impedance measurements on the left ventricular (lv) channel were also out of range. All of the impedance measurements utilized the rv distal coil; therefore, an integrity issue involving the rv distal coil was suspected. A boston scientific technical services consultant suggested programming options and communicated to the caller a rv lead revision procedure may be required. No adverse patient effects were reported.

Event description:
It was reported that this system exhibited a lot noise, out of range impedance measurements, threshold issues and loss of capture on the right ventricular (rv) channel. Review of the stored data identified two signal artifact monitor (sam) events due to high frequency noise. Pacing impedance measurements on the left ventricular (lv) channel were also out of range. All of the impedance measurements utilized the rv distal coil; therefore, an integrity issue involving the rv distal coil was suspected. A boston scientific technical services consultant suggested programming options and communicated to the caller a rv lead revision procedure may be required. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited a lot of noise, out of range impedance measurements, threshold issues and loss of capture on the right ventricular (rv) channel. Review of the stored data identified two signal artifact monitor (sam) events due to high frequency noise. Pacing impedance measurements on the left ventricular (lv) channel were also out of range. All of the impedance measurements utilized the rv distal coil; therefore, an integrity issue involving the rv distal coil was suspected. A boston scientific technical services consultant suggested programming options and communicated to the caller a rv lead revision procedure may be required. No adverse patient effects were reported. It was reported that this device was electively explanted and replaced during a revision procedure to replace the associated rv lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted no anomalies. All setscrews moved freely and operated normally. The device passed all pin gage tests. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.